Event description:
It was reported that during a colon resection, there was a broken screw. Another like device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the hand piece was returned with the 4-40 stud broken. No testing could be performed due to the returned condition. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The evaluation revealed that the causes that may contribute to this are dropping of the instrument, cross threading of blade or shear, side loading with blade attached, over torque or plastic torque wrench not used. Additionally, the device was noted to have a loose mount, a torn acoustic isolator and evidence of moisture ingress. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.